Event description:
It was reported that the insulin pump went into threshold suspend mode due to an inaccurate sensor glucose reading. The blood glucose reading was between 80 to 90 mg/dl, compared with the sensor glucose reading of 63 mg/dl. The customer was advised that the 530g insulin pump was not approved for use with the sof-sensor. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.